Manufacturer narrative:
Investigation was unable to reproduce the issue. The sensor only triggered when a bubble was introduced to the system. The reported device problem could not be confirmed.

Event description:
User reported that the bubble detector went off excessively during a case. There was no patient harm; however, this event is considered reportable.